Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 6518843.

Event description:
It was reported that the patient experienced ineffective therapy. Patient's one of the leads had fractured. Additionally, patient needed an MRI. As such, surgical intervention took place wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the leads had fractured.

Manufacturer narrative:
Lead 1: the reported observation of a lead fracture was not confirmed. The root cause of the observation was not ascertained. The lead was cut into 2 segments. A high-resolution image did not note any fractured wires. Resistance testing of the 2 segments found normal wire continuity, no electrical opens were noted. No images were returned from the field.lead 2: the reported observation of a lead fracture was not confirmed. The root cause of the observation was not ascertained. The complete (all 60cm returned) lead was cut into 2 segments. A high-resolution image did not note any fractured wires. Resistance testing of the 2 segments found normal wire continuity, no electrical opens were noted. No images were returned from the field.